Event description:
Additional information received on 6/17/2024 for report mw5156237 to update the procode to qlg.

Event description:
I need to use a freestyle libre 14 day attached glucose monitor. I have a severe colophony allergy and need to know if the device adhesive contains colophony. The product is not labeled with adhesive ingredients, which I believe is in violation of FDA regulations. After contacting the manufacturer (abbott) at two different numbers, nobody could tell me ingredients or whether the adhesive contains colophony or its chemical derivatives. Today an abbott representative returned my phone call and refused to give the information. He stated that a physician must submit a formal medical inquiry before they will reveal the ingredients of the device adhesive. I believe this is a violation of the FDA labeling requirements. If it is not, it should be. The nih has ample evidence that adhesive ingredients can cause severe allergic reaction and it is a health and safety issue. If it does not already, the FDA should require labeling of ingredients on all medical devices using adhesives, from bandaids to glucose monitoring and other devices attached with adhesives. There is absolutely no way for consumers with allergies to know if these products are safe. Refer to add'l documents in i2k.